Event description:
During the g3 nail surgery, when the surgeon was about to remove the target device from the nail, the nail holding screw was tight, and it was not possible to remove. Therefore the surgeon once extracted the g3 implants and target device from patient bone, and removed target device from nail. The surgeon changed the g3 nail to the brand new product. There was no adverse consequence to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.